Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the operator smelled burnt fumes while using the equipment/mlx 300w xenon lightsource (00mlx). No visual smoke was detected. The equipment was turned off and taken out off service. There was no patient involvement; thus, no injury or surgical delay was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: it was noted that the xenon lightsource was due for a power supply upgrade. Evaluation also noted that the mirror was not in the mirror holder inside the unit. As a result, the power supply was replaced. Additionally, the mirror was placed in the mirror holder. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. The issue of this 00mlx unit producing a burning smell was most likely due to the light making direct contact with the plastic internal parts. This was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.